Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: intratio: >5.0, reference: 2.3, mean: na, confidence limits: na. Analysis of the customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. The mean is >5.0 and the difference is greater than 2.2. Only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. No product is expected to be returned. No product info was available. Unable to perform in-house investigation. No further investigation will be pursued. Root cause could not be determined from the info provided by the customer. This complaint issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >5.0, lab: 2.3.